Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of luer lock-to-bag-adapters internal thread was damaged; further described as "looks transparent and air is now easily escaping the package."this was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 13, 2021 - may 17, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed darkened/transparent areas around the sealed section of the primary packaging label side. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition was due to a sealing/label issue that occurred during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.